Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that this event occurred during the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, within one day post implant, the pacing lead exhibited a possible fracture. The pacing lead was explanted and replaced. No patient complications have been reported as a result of this event.